Manufacturer narrative:
Concomitant medical product: c4tr01 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged back into the vein. It was also noted that the patient experienced both phrenic nerve and diaphragmatic stimulation caused by the lv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.